Event description:
Dealer states the left frame is cracking on the weld. Per the technician's evaluation, the original issue was confirmed. The left side frame for an invacare tracer IV wheelchair that was returned for the evaluation exhibited cracking and oxidation at the weld between the upright rear tube, or back cane, and the lower side frame tubing. There was also a crack that emanating down from the weld into the lower side frame tubing. Returned on 07/15/2016. Product evaluated on 7/21/2016.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the left frame is cracking on the weld.